Manufacturer narrative:
Product complaint (B)(4). Investigation summary the product was returned to ethicon for evaluation. The returned product determined that it was received; one labeled winding former with a park needle that pertained to the product code vcp213h. Upon visual inspection of the returned sample, it was noted that only the needle was returned for evaluation. The needle was removed from the tray, and the barrel hole was examined under magnification and no suture remnant could be observed. In addition, the needle was noted bent and marks that appeared to be by surgical instrument were found on the body needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Due to the suture was not returned, no conclusion could be reached on the cause of the reported event. As part the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. The suture was broken when the surgeon attempted to sew the skin. Changed another three to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested